Manufacturer narrative:
As reported by the (B)(4) study, the patient had an onset of atrial fibrillation and tachy/bradyarrythmia after stent placement that required pressors. Five days post index procedure the patient suffered a neurological event described as an ischemic stroke. Onset was unknown. Recovery was full. The patient is a (B)(6) male. Medical history includes CABG, coronary artery disease, hypertension, and atrial fibrillation. The target lesion location was the ostium of the right internal carotid artery. It was noted that there was an occlusion in the contralateral carotid artery. The vessel was described as mildly calcified and moderately tortuous. The rate of stenosis was 80%. An angioguard embolic protection device was advanced and deployed distal to the lesion. The lesion was pre-dilated and a precise stent was successfully deployed in the lesion. The procedure was successfully completed. The patient was neurologically intact when taken from the angio suite. Post procedure, the patient had an onset of atrial fibrillation and tachy/bradyarrythmia that required pressors. The patient has documented history of coronary artery disease and atrial fibrillation. The patient also developed some right hand discomfort while in the hospital and the nurse rubbed some cream on, that resolved the symptoms. The day before discharge he developed a similar burning sensation in his lower back that was also resolved with some sort of a cream that was applied by a nurse. He was discharged five days post index procedure, and at home he suddenly developed some severe discomfort in his shoulder and right arm and was unable to lift his right arm. He also noticed a burning sensation in both hands. There was no weakness in his left upper or lower extremities. An MRI scan was performed and revealed a small right occipital infarct. The MRI was done to investigate the patient¿s symptoms and showed a small focus of acute/sub acute infarction in the superior aspect of the right occipital lobe; onset of the stroke is unknown. CT showed some inflammatory and degenerative changes of the paranasal sinuses and cervical spine respectively. The patient¿s weakness gradually improved and was prescribed a medrol dose-pak for post-procedure neuritis. No treatment was provided in direct association with the stroke. The impression of the neurologist consulted was that the right occipital infarction was most likely a complication of carotid stenting and that the patient¿s right arm pain and weakness was a result of peri-procedural brachial neuritis (not associated with the stroke event). The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Tachy/bradyarrythmia is a slower than normal heart rate. Bradyarrythmia can be a serious problem if the heart doesn't pump enough oxygen-rich blood to the body. Many things can cause or contribute to problems with your heart's electrical system, including coronary artery disease and medications. Ischemic stroke is a well-known potential adverse event associated with the carotid stent implantation procedure. Stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. There is no evidence that manufacturing issues contributed to these events. The product was not returned for analysis. No corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.

Manufacturer narrative:
Please note that the incorrect alert date ((B)(4) 2013) was inadvertently inserted into the initial medwatch report that was submitted on (B)(4) 2013. The correct alert date is (B)(6) 2013. No change to the reportability of the file.

Manufacturer narrative:
An MRI scan was performed and revealed a small right occipital infarct. The MRI was done to investigate the patient¿s symptoms and showed a small focus of acute/sub acute infarction in the superior aspect of the right occipital lobe; onset of the stroke is unknown. A MRI of the right brachial plexus and cervical spine and CT of soft tissue of the neck were also performed; mr did not show any abnormalities, CT showed some inflammatory and degenerative changes of the paranasal sinuses and cervical spine respectively. The patient was admitted and neurology consulted for evaluation. The patient¿s weakness gradually improved and was prescribed a medrol dose-pak for post-procedure neuritis. No treatment was provided in direct association with the stroke. The impression of the neurologist consulted was that the right occipital infarction was most likely a complication of carotid stenting and that the patient¿s right arm pain and weakness was a result of peri-procedural brachial neuritis (not associated with the stroke event). The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported by the (B)(4) study, the patient had an onset of atrial fibrillation and tachy/bradyarrythmia after stent placement that required pressors. Five days post index procedure the patient suffered a neurological event described as an ischemic stroke. Onset was unknown. Recovery was full. The patient is a (B)(6) male. The target lesion location was the ostium of the right internal carotid artery. It was noted that there was an occlusion in the contralateral carotid artery. The vessel was described as mildly calcified and moderately tortuous. The rate of stenosis was 80%. An angioguard (601814rmc/ lot 70413477) embolic protection device was advanced and deployed distal to the lesion. The lesion was pre-dilated and a precise (pc1040rxc/ lot 15865542) stent was successfully deployed in the lesion. The procedure was successfully completed. The patient was neurologically intact when taken from the angio suite. Post procedure, the patient had an onset of atrial fibrillation and tachy/bradyarrythmia that required pressors. The patient has documented history of coronary artery disease and atrial fibrillation. The patient also developed some right hand discomfort while in the hospital and the nurse rubbed some cream on, that resolved the symptoms. The day before discharge he developed a similar burning sensation in his lower back that was also resolved with some sort of a cream that was applied by a nurse. He was discharged five days post index procedure, and at home he suddenly developed some severe discomfort in his shoulder and right arm and was unable to lift his right arm. He also noticed a burning sensation in both hands. There was no weakness in his left upper or lower extremities.